Event description:
According to the customer's description: "we received the new alenti lift last year and the belt that came with it initially got broken. We ordered a new one and received it in (B)(6) 2012. The staff do not like this new belt as they find they can't tighten it enough to prevent the resident from slipping. Several staff members have tried to figure out how to tighten it so this doesn't happen, but to no avail. We liked the old belt (nylon material, not rubber). I have the instructions pamphlet but it is hard to understand. I'm thinking we need some kind of training on its use. The tub has been put out of use until this problem can be resolved." Ref MFR report 9611530-2013-00074.